Event description:
It was reported that after the transport of a tall quadriplegic patient down stairs from his home, a laceration on the patients foot was observed and it was alleged it may have occurred from the o2 bottle holder. After a follow up call to the customer, it was found the stairs consisted of 3-4 steps and the patient was approximately (B)(6) in height and was on cumiden at the time of transport. The customer also stated the hospital contacted them to advise the patient did require stitches. Investigation of the device is in process and a follow up report will be filed after the evaluation.